Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer and clinical diabetes specialist (cds) received multiple, minimum fill messages with one cartridge. Reportedly, the cartridge was filled with 110 units and after adding an additional 100 units of insulin, the minimum fill message reoccurred. The customer's blood glucose level was 100 mg/dl. During troubleshooting with tandem technical support, the cds filled a cartridge with 150 units, and completed the load process successfully.